Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration date, h4, h6 type of investigation corrected information: d1, d3 manufacturer email, g4 d4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported a patient underwent a posterior fusion with fixation on (B)(6) 2025 and suture was used. A needle broke, which got stuck in the patients ilium. Suturing fascia and subcutis with suture intracutaneous suture in the skin. The right ilium screw is still very prominent when we have closed why an extra incision over here and sew over fascia and soft tissue for padding. Unfortunately, the small subcutaneous needle breaks off in the soft tissue. Do a new fluoroscopy and can then see where it is located but it is completely embedded in the soft tissue, not possible to feel or remove. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the expiration for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the product code and lot number of the product used? In what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What is the most current patient status? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) date of surgery: (B)(6) 2025 approx. 12.00. Product: vcp974h. Lotnr: tcbbbdt0. Is the product saved and can be sent in for inspection? No. Surgery procedur: posterior fusion with fixation was there any delay in the operation due to the incident? Approx. 40 minutes. Is there any plan in place to remove the needle piece in the future? Yes, when they take out the screws if yes, please provide the scheduled date. They don¿t have any date. What is the most current patient status? The patient is doing well no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.